Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy procedure, each device was locked out at the first and the second firing. The staples were unformed. Reinforcement product was not used. Another device was used to complete the procedure. There were no adverse consequences for the patient.